Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 - 48 mg/dl at the time of incident. The customer¿s current blood glucose value was 100 mg/dl. The customer did not experienced any symptoms of low blood glucose value. The customer treated low blood glucose value with food. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that the insulin pump had loss of communication with transmitter and mobile. Customer stated that the sensor received calibration not accepted alert. No further patient complications were reported. The insulin pump will not be returned for analysis.